Event description:
Patient was revised to address metal tissue reaction. Uf rpt#490122-2013-0001, received from hospital states that patient was revised to address elevated ion levels and fluid collection around the hip. Update: (B)(6) 2013 - litigation papers received. It is alleged that the patient suffers from pain, loosening, and metallosis. An unknown device has been added and reported to address loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product/lot code combination did not reveal any related manufacturing anomalies. The product/lot code combination was not provided for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report pain, discomfort, elevated metal ion levels, pseudotumor and corrosion was noted at the distal aspect of the taper on the femoral stem. Metal ion levels provided were at reportable levels. Changing the previously unknown depuy component to a stem and adding part/lot. The complaint was updated on: 02/15/2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.